Event description:
It was reported that prior to an unknown procedure, packaging found pierced at the opening of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the sterility compromised as a result of the damage? Yes.

Manufacturer narrative:
(B)(4). Additional information: the open cts45 package was visually inspected. The blister was found to be warped and the flange was bent. The transfer of seal adhesive was complete around entire perimeter of the blister indicating that the blister was in good condition at the time it was sealed. The tyvek lid was visually inspected and there was visible damage to the surface area of the tyvek directly aligned over the device adjustment knob. The damaged area was dye tested per tm5016 and passed the test. The dye did not flow through the material indicating that there was enough tyvek present to maintain the sterile barrier. The damaged surface appeared to be caused by an impact on the tyvek against the knob of the device. The surface of the device knob has a notch in the plastic material at the impact site. The material was damaged, but no hole was present. The complaint event could not be confirmed. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.